Manufacturer narrative:
Device failure is suspected, but did no cause or contribute to a death or serious injury.

Event description:
It was initially reported that vns pt's generator and lead were being explanted due to lack of efficacy. The pt's device had been turned off since (B)(6) 2003, and pt apparently never received efficacy per treating neurologist. Pt's generator was confirmed to be disabled with normal settings of 0.00/30/500/30/5.0 but the magnet mode was still enabled at 0.50/500/30. At surgery, it was also noticed that pt had high impedance but it was not clear when this malfunction had occurred. The generator and lead were explanted and returned to manufacturer. The lead's product analysis is currently underway but generator analysis is already completed. Pa confirmed that the battery was depleted and it was the result of normal, expected battery depletion based on the battery life calculation. The device performed according to functional specifications of the automated post burn-in test. Analysis of the generator in the pa lab concluded that no performance or any other type of adverse condition was found with the generator.